Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of image error was that breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor may have caused the event. The addition reportable issue of objective lens glue was peeled off was caused by a defective event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoeye flex 3d deflectable videoscope had an image error. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the color tone of the image was not proper due to damage on the charged coupled device (ccd) unit of the endoscope connector and damage to the video plug. The report is being submitted due to improper image found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. Evaluation found the complaint was not confirmed. Evaluation did find the adhesive around the objective lens was peeled, the image had white dots due to damage to the ccd unit, the light guide connector was deformed, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.